Manufacturer narrative:
Integra has completed their internal investigation on 10/06/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint incident was confirmed and duplicated. No further actions are deemed necessary. Future incidents of this nature will continue to be documented for recurrence and trending purposes. The DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2013 ¿ mar. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: (B)(4). Conclusion: the failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. CAPA is in progress by ils engineering for cam02 monitor touchscreen adverse complaint trend. The corrective actions will be addressed as part of the CAPA investigation.

Event description:
The screen had froze and the touch screen did not work. Additional information was received on (B)(6) 2015 with the following: the problem occurred before the procedure. There was no patient harm. The event did not lead to an increase in surgery time.